Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with infection, inflammation and swelling that extended beyond the patch perimeter which occurred 1 day after the sensor was inserted in the arm. The patient began experiencing mild pain on (B)(6) 2026. By saturday, (B)(6) , the condition worsened with increased pain and noticeable swelling developing on the back and side of the upper arm, prompting the patient to seek medical attention at an urgent care clinic that evening. During the urgent care visit, the sensor was removed, and the patient was prescribed oral keflex 500 mg, initially instructed to be taken every 12 hours for 7 days. Despite removal of the device, the symptoms progressed. By sunday, (B)(6) , the swelling extended from the upper arm down to the elbow and into the forearm, accompanied by redness and warmth. Following the recommendation of a workplace physician, the patient was evaluated at an emergency room (ER) on sunday afternoon. The ER performed an evaluation to rule out deep vein thrombosis or a retained foreign object, which confirmed an infection, likely cellulitis. The antibiotic regimen was subsequently adjusted to keflex to be taken every 6 hours for 7 days. At the time of the report, the patient's condition was stable, and symptoms were gradually improving, though mild swelling and residual discomfort remained. Of note, the skin reaction occurred away from the immediate insertion site, primarily on the posterior/lateral upper arm, and progressed downward rather than being localized at the sensor insertion area. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.